Manufacturer narrative:
Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2000 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the date of initial surgery. What ethicon product was used? Do you know the product code or lot number? What kind of symptoms are you experiencing? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and mesh was implanted. The patient reported the mesh was not working and messed the patient up. The patient has had so many surgeries and reconstruction due to the mesh not functioning the way it should. Per medical records provided, the initial mesh was implanted on an unknown date. On (B)(6) 2000, additional mesh was implanted and the previous mesh was noted to be holding nicely on the previous hernia. In (B)(6) 2012, recurrent ventral incisional hernia was noted and repaired. On (B)(6) 2019, the patient underwent repair of recurrent ventral incisional hernia, lysis of adhesions and repair of small bowel obstruction. On (B)(6) 2021, the patient underwent another ventral hernia repair and removal of previous mesh. A hernia sac was noted along with the old mesh "slid". No further information is available at this time.